Manufacturer narrative:
One iol was returned to b+l for evaluation. The part number and serial number of the lens were not returned. Visual inspection and lab tests confirmed the presence of calcification. Three (3) major types of calcification have been identified: the primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Various mechanisms explaining the formation of mineral deposits have been suggested. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. Based on the available information, the most probable root cause is "known procedure complication".

Manufacturer narrative:
The lens was not returned to b+l. The lens serial number was not available, therefore a device history record (DHR) review could not be performed. Based on the information available, a root cause for the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the physician explanted the lens six months after it had opacified. The patient received vitreo retinal injections, and in the physician's opinion the injections could be the cause of the opacification. Further information has been requested and has not been received.